Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) - behind display issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 09/012017. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2017 with the following findings: it was observed that there were cracks in the battery compartment near the grip pad. The pump failed the leak test, due to the battery compartment cracks. When the pump was opened, moisture was observed throughout interior. Unrelated to the initial complaint it was noted that a keypad button was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.